Event description:
It was reported that this device battery had an elective replacement indicate after approximately six years of implant time. The device was beeping. The doctor elected to program the device off and leave it implanted. There were no additional adverse patient effects.